Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication associated with use of the device.

Event description:
It was reported that after the first placement of the coil hydroframe 5x10 and many attempts of detaching the coil and proper visual and audible signal of the detacher, there was no detachment of the coil. After withdrawal of the coil, a part of the coil was partially detached. The coil was pulled out with the stent retriever, half of the coil was stuck in the microcatheter and the other half was placed in the parent artery. Patient is without clinical consequences.

Manufacturer narrative:
Summary device evaluation: the microcatheter and implant used in the procedure were not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The pusher was the only component received for evaluation. The investigation of the returned pusher found the pusher with burn marks on the heater coil indicating a thermal detachment occurred during the procedure. The device was tested and passed continuity and resistance testing. The monofilament profiles a mushroom shape at the tip indicating the implant was detached using a detachment controller. The investigation unconfirmed the non-detachment issue experienced during the procedure; however, the investigation is unable to confirm the implant becoming stuck inside the microcatheter as stated in the reported complaint due to the missing components. The reported event is considered non-verifiable.